Manufacturer narrative:
On the basis of the current information and without the product, a clear conclusion can not be drawn. After a review of the DHR files, a manufacturing related error can be excluded. The product was delivered to china in may 2015. Since that, no maintenance/repair was executed in the ats tuttlingen.it must be mentioned, that the reported failure pattern, the handle could not be started and the motor cable could not work; does not fit directly to the reported medical device (gd670), as this is the control unit. It is possible that the mentioned failure pattern refers to another device (e.g. A handpiece). Based on the investigation results of the 8 d report, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a control unit. According to the complaint description the motor cable and the handle didn´t work. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).